Event description:
Baxter spectrum iq infusion pump reported to have shut off on its own. Investigation indicates that battery is intermittently losing physical connection with the pump. FDA safety report ID # (B)(4).